Manufacturer narrative:
Performance testing of the implants of the implants show they meet our established performance requirements.

Event description:
Screw backed out of plate requiring a revision surgery.